Event description:
Per the clinic, the patient experienced loss of electrode function due to migration/incorrect placement of electrode array. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.